Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue. The reporter alleged that when she received the brand new meter, it already had a result in meter's memory when she had not yet taken a reading on the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ¿ (05/07/2014). The lay user/patient¿s product has been returned and was evaluated by lifescan product analysis on 04/30/2014 with the following findings:the meter involved with this complaint failed testing. The customer alleged receiving a new meter with results already recorded in memory. During evaluation the issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.